Event description:
A 34 year old white female, 17 weeks pregnant with antibody disorder needing plasmapheresis to prevent death to fetus. On 1/21/98 a non-functioning perma vas-cath was replaced with another perma vas-cath to the right subclavian. On 1/22/98 this catheter was no longer functioning. Upon removal of this catheter the pt hemorrhaged, was treated and taken immediately to the or, where she expired. Further exploration revealed a tear in the subclavian artery, extrapleural.